Event description:
It was reported that during a training/demo of the da vinci system the customer has error 23002 and they are unable to recover. They performed a hard power cycle and multiple restarts with no change. System was not connected to onsite. Caller sent in a picture of the event logs and they indicate the soam2 (b) board is reporting a encoder overtravel limit on axis2 (pitch). There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse removed and replaced soam b. In the process of replacing soamb, fe found broken black wire on p16 connector. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The entry guide manipulator (egm) pitch cable was analyzed and during visual inspection it was verified that the black ground wire on the p16 cable was detached from the connector. The single-port one axis manipulator controller board (soam) was analyzed and during visual inspection, the j13 connector was seen broken off from the board. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis has concluded that the root cause of the customer reported event is attributed to an electrical component failure on the j13 connector.